Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
End user advised lift was hard to move and noticed right rear wheel bearings have been falling out. End user advised lift is not stable.